Event description:
A company rep was observing surgery and reported that during cataract surgery a pt had a nasal tear in the capsulorrhexis, which caused rupture of the capsule. Because of this, it was necessary to implant a 3-piece intraocular lens, which was implanted successfully. The following add'l details were provided by the company rep: rupture of the capsule was noticed during phaco irrigation/aspiration. After watching the surgery video the surgeon noticed how the capsulorrhexis breaks during extraction of the nucleus. The surgeon stated that the quality of the capsulotomy laser treatment may have been a contributing factor.

Manufacturer narrative:
The device was not returned for eval and field service was not dispatched to investigate. The company rep noted that the laser energy was within specifications at the time of the event. A field service engineer was dispatched to perform surgery support for this laser system approximately one week later and the device was found to be within specifications. The laser system device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported adverse event. The company rep provided add'l surgery details, which are summarized in the following medical safety physician review: during the phacoemulsification portion of the operative procedure, an anterior capsular tear was noted, which extended during irrigation/aspiration, requiring an anterior vitrectomy. A sulcus-fixated iol was implanted and the pt was reported to have good vision on postoperative day 1. Immediately following the case, the surgeon reviewed the surgical video and noted that the anterior tear occurred during phacoemulsification and extended during irrigation/aspiration. The surgical video was not provided to the MFR for review. Following this case, the surgeon inspected the capsular edge of the next several pts, noting small irregularities. The surgical settings were adjusted and improvement was noted. A photograph of the capsulotomy irregularity was provided to the MFR. The conclusion from the medical safety analysis is as follows: anterior capsule tear during phacoemulsification resulted in posterior extension and vitreous loss and placement of a sulcus-fixated iol. No device malfunctions occurred and the device was operating as intended with specifications. The presence of even gross irregularities in manual capsulorrhexis is not associated with capsular tears and, in fact, are present specifically when a capsular tear has been avoided using manual techniques. (B)(4).